Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) was explanted almost 10 years later for reported normal battery depletion (nbd). This indicates that the interrogation issues previously reported were resolved.